Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: clip closing within the applier and becoming stuck in a longitudinal position in the jaws after the applier was inserted into the trocar. No injuries reported.